Event description:
It was reported that during a high tibial osteotomy a pin was found to be broken off at the end of the procedure leaving a piece in the patient's tibia. The surgeon chose to leave the broken piece in the patient's tibia. The procedure was completed successfully without a clinically significant delay or adverse consequences.

Event description:
It was reported that during a high tibial osteotomy, while positioning the ortholock navigation jig, the tip of a pin broke off. The surgeon chose to leave the fragment of the pin in situ. The jig was repositioned and new pins from potentially the same package were used to complete the procedure. However, at the end of the procedure it was noticed that tip of the pin had also broken off. This fragmented pin was also left in situ. The procedure was completed successfully without a clinically significant delay or adverse consequences.

Manufacturer narrative:
The reported event that the tip of the pin broke off into the tibia was confirmed based on a picture provided, which showed the broken pins. Possible causes include: deviation while drilling, use of a power tool, and use of the wrong chuck.

Event description:
It was reported that during a high tibial osteotomy, while positioning the ortholock navigation jig, the tip of a pin broke off. The surgeon chose to leave the fragment of the pin in situ. The jig was repositioned and new pins from potentially the same package were used to complete the procedure. However, at the end of the procedure it was noticed that tip of the pin had also broken off. This fragmented pin was also left in situ. The procedure was completed successfully without a clinically significant delay or adverse consequences.

Event description:
It was reported that during a high tibial osteotomy a pin was found to be broken off at the end of the procedure leaving a piece in the patient's tibia. The surgeon chose to leave the broken piece in the patient's tibia. Additional attempts to obtain further information are ongoing.